Event description:
An initial attempt to insert a 26x18 device on the right side was not successful due to vessel calcification and tortuosity, the device was removed and disposed. Physician decided to use a second device; a 26x17, with hydrocoating. The device exhibited a leak at the flush port. The physician positioned the device supra renal and proceeded to retract the jacket. The jacket retracted approximately 1/3 of the way and then locked. Attempts to continue the retraction ended when the jacket tore about one inch above the jacket lock. Further attempts to complete the retraction of the jacket failed. The surgeon decided to convert the pt. The aorta was opened and the superior attachment system, jacket guard and aortic balloon was dissected, approximately 1/2 to one inch above the superior capsule, and then removed from the pt. The surgeon proceeded to remove the catheter from the pt but the remainder section of the graft, trunk and limbs became detached from the catheter. The section was recovered and the open repair completed. Pt is viable and recovering.